Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found no external damage to the device. The pump event history showed a was a check clutch/ travel reverse error in history. The evaluation could not be verified after multiple flow and occlusion tests. The evaluation did not duplicate the travel course alarm. The cause of the reported issue was found when checking alarm history, showed that the clutch was released during an infusion causing the travel reverse alarm. The root cause of the reported issue was caused by user error. The technician performed preventive maintenance (pm). Performed function and delivery tests which passed.

Event description:
It was reported that a travel reverse error was observed. No patient injury reported.